Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, the following findings were revealed: white crystalized contamination type product evident within the air/water channel, consistent with user handling and reprocessing issue. The detail of the material could not be identified although consistent with simethicone type product. In addition, it was noted that the light cover glasses were chipped; light cover glasses and optical cover glasses adhesive was worn; distal end cap and distal end adhesive were worn; down and right angle were not to specification; and up/down angle play was evident. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to product evident within the air/water channel. The root cause of the foreign substance remaining in the device could not be identified. The root cause of this event was unable to be identified. The event can be detected and prevented in accordance with the following IFU (instructions for use): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus a communication error on colonovideoscope, when trying to connect to the stack. There were no reports of patient harm. The issue was found during maintenance. During inspection and testing of the returned device, the following reportable malfunction was found: foreign material in the air and water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.